Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 216 mg/dl at the time of the call. There were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The issue was resolved with a set change.